Event description:
Customer indicated a bur flew out of the handpiece during a dental procedure. The bur was retrieved and no patient injury was reported.

Manufacturer narrative:
The device was inspected and corrosion was identified due to lack of lubrication between infrequent uses.